Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Functional testing found the device would not power on when connected to the original battery pack, but would power on and function normally when connected to a lab battery pack. Visual inspection of the interior of the battery pack found several of the batteries had leaked electrolyte onto the terminal in the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the unit was opened for surgery but did not work at all. At product evaluation investigation visual inspection of the interior of the battery pack found several of the batteries had leaked electrolyte onto the terminal in the pack. No adverse events were reported as a result of this malfunction.